Event description:
It was reported an f6 (rf module) communication with the controller processor has failed) fault code appeared. There was no pt impact other than delay of the case.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was rec'd in poor condition with minor surface imperfections. The front overlay was scuffed and scratched. The unit delivery energy correctly into the fixed resistors. The cut level adjustment button could not be adjusted down. The error log contained an f5 (rf module monitor has detected a rf module failure) fault, not an f6 (reason for return). The f5 code could not be replicated. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.